Event description:
An attorney reported that a pt sustained injury during implantation of an intraocular lens (iol) and underwent add'l surgery. The nature of the injury and add'l surgical procedures has not been provided. The association between these events and the iol is not known. Additional information has been requested.